Manufacturer narrative:
D10, f10, h6, h10: section h10: additional information provided indicated the patient has been extubated and is home, symptom free and recovering well. The current plan is to have interventional radiology use a stent to trap the pieces of balloon material against the wall of the pulmonary vasculature. The edwards balloon catheter and photographs of the device were returned to edwards lifesciences for evaluation. The photos provided from the complaint event site illustrated the distal tip of the balloon catheter separated inside the patient. The device underwent visual and dimensional analysis. During visual inspection, the following observations were made: the distal half of the balloon was observed to be missing and was not returned. The nose tip was missing and was not returned. The distal end of the guidewire lumen was stretched out. The guidewire lumen was bunched inside the y-connector. A foreign wire was sticking out from the y-connector. During dimensional testing, single wall thickness of the balloon was measured along the burst. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. The balloon single wall thickness at all measured locations were within specification. No relevant functional testing could be performed due to the condition of the returned device (burst balloon). The complaints were confirmed through visual inspection of the returned device. However, no manufacturing non-conformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As per the case notes, the valve annulus/leaflets were moderately calcified. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. The technical summary applies to complaints for balloon bursts, which also resulted in difficulties withdrawing the delivery system. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. The additional force and manipulation exerted to overcome the withdrawal difficulty may have contributed to the distal tip and balloon separation. As such, available information supports that patient (calcification) and procedural factors (excessive force and manipulation) may have contributed to the complaint events. Since no edwards defect was identified in the evaluation and the occurrence rate does not exceed the (B)(6). 2019 control limits for the respective trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number). A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during the bav for a transfemoral valve in valve (23mm sapien 3 in 25mm surgical valve/conduit) in the pulmonic position, the balloon burst and could not be withdrawn through the esheath. The esheath and the balloon were withdrawn together, however, balloon material remained in the patient. A few days later, during the removal procedure, the material embolized to the pulmonary vasculature and the patient developed a pulmonary hemorrhage. Predilation was performed with a 10x40 non-edwards balloon, which resulted in a balloon rupture and subsequent predilation with an edwards 20mm balloon. The 20mm edwards balloon ruptured and could not be withdrawn through the esheath. The esheath and balloon were withdrawn together. It was suspected at the time that there was loss of balloon/catheter material, which remained in the patient¿s right inguinal area, after case completion. Subsequently, predilation with an atlas balloon 20x40mm resulted in a balloon rupture. The advancement of delivery system and crimped valve resulted in loss of wire position across prosthetic conduit/valve. The delivery system, valve and esheath (second sheath) were removed together to allow for the wire position to be regained. A new esheath, valve and delivery system were prepped and used successfully. Retrieval of the balloon material was attempted 1 or 2 days after the procedure. An interventional radiologist attempted to retrieve the material from a right internal jugular access. The material was snared but could not be retracted inside the esheath. On the same procedure, an additional access (left femoral vein) was used to attempt to remove the device. Before the balloon material could be retrieved into the femoral sheath, the device embolized to the patient pulmonary vasculature.  Pod4, the patient developed a pulmonary hemmorage and was intubated.